Event description:
During an additional follow-up of a carotid stent procedure, that the pt complained of blurring vision to right eye immediately following stent procedure. The pt voiced no complaints to the physician following the procedure. In holding room, pt reported blurring vision bilaterally, but it was resolved. Pt had high blood pressure, denied any vision problems, and was neurologically stable prior to discharge. The day after discharge, patient informed research registered nurse that they had intermittent double vision, mainly to the right eye. Pt was referred to neurologist and a CT brain was done with negative results. Pt saw pmd & opthalmologist revealing that the pt's right eye showed a "fresh hollenhorst plaque and diplopia secondary to an esodeviation". The hollenhorst plaque is atheromatous emboli in the retinal arterioles that contain cholesterin crystals and originate in the carotid artery and is basically a stroke occurring in the eye.